Event description:
It was reported that the sys was accurate the first day; however, tend to experience drift. It is not known what the sqi is at those times. On occasions the system was not calibrated every 24hrs. No pt complications were reported. Model number unk (pediasat oximetry catheter). Product will not be returned for eval.

Manufacturer narrative:
Device will not be returned for eval.